Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the patients fractional concentration of inspired c02 (fico2) increased from 0 to 18 and then the patients o2 saturation fell from 99% to 68%. The patients desaturation lasted two minutes before the patient was switched to manual ventilation and then transferred to another machine. There was no adverse patient outcome.

Manufacturer narrative:
The root cause is undetermined. Though logs were available for several dates surrounding the date of the event, the logs do not contain any entries for the date of the event and therefore were not relevant to the investigation. The settings in use and the alarms during the case (if any) are unknown. The customer alleged a leak of the canister, which cannot be ruled out as a root cause. The other potential cause of co2 buildup occurs if the absorbent in the canister is depleted and co2 cannot be absorbed even though gas is passing through the canister. Based on the information available, it is likely that a combination of depleted absorbent and a leak in the canister both contributed to increased fractional concentration of inspired co2 (fico2) to the patient and/or decreased fio2 and fresh gas flow in the patient circuit, resulting in desaturation.